Manufacturer narrative:
Initial reporter: company representative. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient had av node ablation during the implant procedure. The patient went home the following day and was found expired three days later. The physician suspected that the rv lead dislodged resulting in noise. It is suspected that oversensing of noise led to multiple inappropriate therapies. No further information is available

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.